Event description:
It was reported that the patient¿s pulsatility index (pi) readings were consistently elevated, they had more frequent shortness of breath episodes, and there were concerns for an extrinsic outflow graft obstruction (eogo). The cause for the symptoms was slight dehydration and hypertension concerns. The healthcare provider reinforced oral fluid intake to be 1.5-2l and increased hypertension medication. Log files were submitted for review and asked to be compared to previously reviewed log files from (B)(6) 2024. The event log contained clusters of pi events as well as routine power source changes. There were no unusual rotor faults, pump temperature, or abnormal pump faults seen in the log files. Based on the data visible, the mechanical circulatory system equipment was operating as intended electronically and mechanically. The prior log file analysis contained no abnormal events. An echocardiogram was performed, and mild dehydration was noted; eogo was not confirmed. The patient was stable with no symptoms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU)and the heartmate 3 patient handbook are currently available. Section 1, ¿introduction¿, lists potential adverse events, including hypertension, that may be associated with the use of the heartmate 3 lvas. Section 1 of the IFU also provides an explanation of pump parameters, including pulsatility index (pi). The IFU explains that the pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 6 of the IFU, "patient care and management", lists hypovolemia as a potential late postimplant complication. This section also states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 millimeter of mercury (mmhg) should be considered adequate. No further information was provided. The manufacturer is closing the file on this event.